Manufacturer narrative:
There was no patient involvement. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The defective part has been requested back for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump showed a motor control error during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The s5 roller pump was returned to livanova (B)(4) for further investigation. During the evaluation of the pump the reported error could not be reproduced the device worked according the specification. However during the evaluation of the serial readout the reported failure could be confirmed but it was not possible to determine a root cause of the failure. As the issue could not be reproduced, a root cause was not identified.